Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-jul-2019/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 31-jul-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-jul-2019/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 31-jul-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-jul-2019/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 31-jul-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-jul-2019/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 31-jul-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ controller ac adapter, model #: unk/ catalog #: unk/ expiration date: unk/ serial #: unk UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, four (4) batteries, and controller ac adapter exhibited power switching. It was noted that there were no alarms or ventricular assist device (vad) stops associated with the event. The controller, batteries, and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information received. Correction: d.4 - the device model and catalog number was corrected from 1407de to 1420. Additional information was received regarding the serial number of the controller ac adapter. Additional products: d1: battery d4: serial #: (B)(6) d10: yes, 21-apr-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: battery d4: serial #: (B)(6) d10: yes, 21-apr-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: battery d4: serial #: (B)(6) d10: yes, 21-apr-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: battery d4: serial #: (B)(6) d10: yes, 21-apr-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: controller ac adapter d4: model #: 1430de/ catalog #: 1430de/ expiration date: unk/ serial #: (B)(6) UDI #: asku d10: no h4: mfg date: unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and four (4) batteries (bat604299, bat604300, bat604301, bat604302) were returned for evaluation. One (1) controller ac adapter was not returned for evaluation. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat604299, bat604301, bat604302, and a controller adapter. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on cac212328 in accordance with the requirements under fsca cvg-18-q4-19 on 25-feb-2018. There is no evidence that the lubrication servicing had been performed on the batteries. The most likely root cause of the reported premature power switching event prior to lubrication involving the batteries can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. The most likely root cause of the premature power switching event involving a controller adapter can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. D4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.